Event description:
Customer reported malfunction with pump displaying an error code, labeled as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer in completing the reset. The malfunction did not recur after this intervention, and the customer was advised to continue using the pump and contact support if any further issues arise.